Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The lead was repositioned however, was unable to remove the lead from the myocardium. Hence, the lead was capped and a new lead was placed. No additional adverse patient effects were reported.